Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because the product was lost in shipping to the investigative unit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 4.4 inr coaguchek xs system. He was then sent to the hospital lab a few minutes later and got a result of 3.0 inr. Patient was given packing in his nose due to a severe nosebleed. He was not admitted to the hospital, and was sent home once he got the packing in his nose. Requested return of suspect system and replacement was sent.